Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and alarmed prime noted during prime test due to moisture damage on force sensor. The insulin pump had corroded motor home switch noted during visual inspection, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm after rewind. Customer reported that during rewind, piston moved forward instead of backwards. Customer's blood glucose was 197 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.